Event description:
It was reported that the 6 mm/20 mm armada 35 balloon ruptured at 6 atmospheres during use. There was no reported resistance felt during advancement of the balloon catheter to the lesion. A new balloon catheter was used without issue to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.